Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 3.0x12mm drug eluting stent was direct stented to the diagonal bifurcation of the left anterior descending (lad) artery. The stent was placed using the "crushing technique". Medications used during this procedure include; heparin, versed, fentanyl, nitroglycerin, and plavix. No pt complications were reported. Pt status post procedure was noted as " stable". One month post procedure, the pt presented with thrombosis. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.